Manufacturer narrative:
Follow-up #1: date of submission 10/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/20/2016 with the following findings: a review of the black box indicated multiple loss of prime warnings had occurred. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The force sensor calibration was found to be within required specifications. The pump casing was opened and no defects were found to the force sensor pins. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked and the display was dim and discolored. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2, 1-march-2017- correction to serial#.